Event description:
Hcp reported that the pump had flipped and could not be filled. The pump contained morphine 20 mg/ml and baclofen 1000 mcg/ml. Fluoroscopy was performed and verified flipping. The problem was on-going and the pump was removed.